Manufacturer narrative:
Terumo has received the actual device for evaluation. Visual inspection noted no anomalies. The complaint sample as well as 6 additional samples were measured on the optical comparator and inlet barb diameters fell within tcvs specifications. Pull testing was performed to determine tie-banded x-coated tubing disconnect force, all samples met specifications. The tubing the customer used and connection made may have contributed to the disconnect issue. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the tubing repeatedly slipped off the barbs of the centrifugal pump. The product was changed out. There was no patient involvement as this occurred during prime. The surgery was completed successfully.